Manufacturer narrative:
Product complaint # ==> (B)(4). Date sent to the FDA: 11/11/2020 additional information: d10 investigation summary ==> it was reported that the suture was broken during continuous suturing on the fascia. A needle/suture piece and suture piece of product code sxpp1a404 were received for evaluation. During the visual inspection of the opened sample, the swage and attachment area were noted to be as expected, body fluids and marks by use could be observed on body needle. The strand was noted with body fluids, damaged on some barbs and stress at the end caused by use and surgical instrument. No functional test could be performed due to sample condition. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The product code sxpp1a404 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. The manufacturing records couldn't be reviewed as the batch number is unknown. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6)2020; and a barbed suture was used. During the procedure, the suture broke during continuous suturing on the fascia. There were no adverse patient consequences reported. No additional information was provided.